Event description:
It was reported by the customer's mother that the customer had air bubbles and cracks in the reservoir compartment. Caller stated that they have changed the reservoir many times, but they still have the issue. Customer may have been playing. Caller stated that they can read the screen but the reservoir is damaged. Caller mentioned that the air bubbles are getting bigger as she moves the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.